Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was suspected to be traced to a faulty key scanner. The customer was advised to replace the key scan pca and control pca, however the device is unable to be further evaluated and the parts are not available due to the end of life (eol) status of the device. Philips is unable to rule out that a malfunction did not occur. The customer was advised that the suspected faulty parts are no longer available as the unit is at end of life. As the device could not be further evaluated, a definitive cause for the alleged failure could not be determined. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device was 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device froze during the self-test step. There was no patient involvement.